Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including adhesions, mesh erosion, mesh infection, testicular atrophy, chronic pain and perfix plug explant. The adverse reaction section of the instructions-for-use, supplied with the device lists adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification infection is a known inherent risk of surgery. Regarding infection the instructions-for-use, supplied with the device, states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges: on (B)(6) 2011, the patient was implanted with bard/davol perfix plug mesh in the course of a right inguinal hernia repair surgery. Attorney alleges that further to the implantation with the product, patient suffered the development of mesh erosion, mesh infection, adhesions, testicular atrophy and chronic pain. Attorney alleges that on (B)(6) 2020, the patient underwent a corrective revision surgery for mesh removal. It is alleged that the patient "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." Attorney alleges the plaintiff suffered permanent injuries including scarring, disfigurement." Attorney alleges the plaintiff pain, suffering and permanent physical disability. It is alleged that the plaintiff continues to undergo medical care and treatment. It is also alleged that the patient sustained personal injury and the device was defective.